Event description:
A sinus lift procedure was being performed. During this procedure, the dentist implanted the template material, which is made of high density medical grade polyethylene, rather than the absorbable collagen membrane.